Manufacturer narrative:
Product analysis findings: the apollo micro catheter (model: 105-5096-000 lot: b094035) was returned for analysis. The apollo total length was measured to be ~168.6cm, the usable length was measured to be ~162.4cm and the detachable tip was measured to be ~3.3cm, which is within specification. No damages or irregularities were observed with the apollo micro catheter hub. A rupture was found on the micro catheter body at ~3.4cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The apollo catheter was flushed with water and water exited out the rupture only and not at the distal tip. A mandrel was inserted into the hub and through the catheter body and became stuck at the ldpe coupling tube. The detachable tip was detached, and an occlusion was pushed out with the mandrel. The occlusion was found to be the inner liner of the apollo micro catheter. No other anomalies were observed. Based on the returned catheter and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the returned apollo micro catheter was found to be rupture d. The rupture appeared to have occurred as a result of over-pressurizat ion due to the inner liner becoming damaged and occluding the distal portion of the catheter. The cause of the inner liner damage could not be determined. Customer reported rupture occurred during preparation. As there is an indication that the event could have been caused by a potential manufacturing issue, a device history record was reviewed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there were no issues with the mirage or apollo prior to the break. The wire was shaped as it was normally by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a apollo catheter that had a leak. It was reported that all devices were prepared per the instructions for use. Prior to use within the patient, an apollo catheter (lot b094035) was being flushed during preparation. During the flush, saline was observed leaking from a hole in the side of the catheter. The catheter was replaced with a new one to continue the procedure. As the event occurred prior to use, there was no harm or injury to the patient.